Event description:
It was reported that a dissection occurred. The target lesion was located in the left main coronary artery, extending into the middle left anterior descending artery. A 3.50 x 24mm synergy megatron stent was advanced and deployed. However, post-deployment, a flow-limiting, type b dissection at the distal edge of the stent was observed. The patient experienced slow flow and changes in electrocardiogram (ECG). A 3.50 x 12 mm drug-eluting stent (des) was deployed to cover the dissection. No further complications were reported and the patient remained stable and fully recovered. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and non-calcified segment of the middle left anterior descending artery. A 3.25 x 10 mm non-compliant balloon was used to pre-dilate the lesion.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left main coronary artery, extending into the middle left anterior descending artery. A 3.50 x 24mm synergy megatron stent was advanced and deployed. However, post-deployment, a flow-limiting, type b dissection at the distal edge of the stent was observed. The patient experienced slow flow and changes in electrocardiogram (ECG). A 3.50 x 12 mm drug-eluting stent (des) was deployed to cover the dissection. No further complications were reported and the patient remained stable and fully recovered.